Event description:
It has been reported to co that during the procedure this device failed to sense. No further pt info is available. There is no report of pt injury. The device is being returned to co for evaluation.